Manufacturer narrative:
The pump has been returned to animas and investigated on 23-aug-2018 with the following findings: moisture was observed behind the display lens. All of the keypad buttons were unresponsive. Moisture was found on the internal components of the pump.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the keypad was unresponsive and moisture was present behind the display. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no allegation of an adverse event associated with this complaint.